Event description:
During the atrial fibrillation pfa procedure, on the 17th pfa application, the current pfa generator produced a loud popping sound, and a hardware error appeared on the monitor. The system prompted us to restart the computer. However, after restarting, a case could not be started, and the system continuously prompted us to reboot. Even after disconnecting all cables, and rebooting the system again, the issue persisted. Physician decided to end the procedure and re-do if the arrhythmia recur.

Manufacturer narrative:
One pfa generator was returned for investigation. The pfa was powered on, but the generator did not pass the power-on self-test (post). The pinnacle logs identified a ¿no current¿, a ¿high impedance¿ and an ¿ec wrong polarity¿ condition. The generator was disassembled and internally inspected. The bfc pinnacle board was found to have signs of damage to resistors r13, r14, r17, r19, r21, and r24. Further investigation identified thermal damage on pinnacle bridge board slot 2, specifically at and around locations c48, c49, c50, and c51. The field reported event was able to be confirmed by visual inspection. Based on the information provided to abbott and the investigation performed, the reported event was not able to be reproduced, however the root cause was attributed to electrical thermal damage to the bfc pinnacle hv board and the pinnacle bridge board. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance's associated with the reported event were identified.